Manufacturer narrative:
Investigation conclusion: the reported complaint of failing preventative maintenance was not confirmed or reproduced. Inspection of the suspect device showed no anomalies with the pumping mechanism. Testing showed the device was performing within specification. No patient involvement was reported. Device inspection: the device was received in fair condition. The instrument seal was intact. Dried fluid was observed inside the door, on the membrane frame, on the rear case under both iuis, inside the rear case, on the motor control board, on the motor, on the ail board, under the platen and membrane frame, and on the bezel frame. Corrosion was observed on the female iui and male iui, inside the rear case, and on the bezel frame. A hairline crack was observed at the lower hinge. Contact marks were observed on the iui contact points of the display board. Device observed missing one rubber foot. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with door operation. Latch sear are installed properly and did not interfere with door operation. All parts are manufactured by bd. Bezel assembly observed in fair condition (date code: november 2004). Root cause analysis: the root cause of the reported complaint of failing preventative maintenance could not be identified. Device history review: review of the source device (sn (B)(6)) service history record showed the device had a manufacture date of (01mar2005). A review of the device service history record was performed beginning from the date of manufacture to the present date (05oct2020) and indicated that this device has been previously returned for the following service: (03/18/2008) broken door: replaced front door, cam shaft, transducer, unit passed required tests. (08/18/2008) lvp recall: unit not serviced. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported from biomed that the device had a low flow during testing. Biomed tried to calibrate the device but to no avail. Device was sent in for repair. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from biomed that the device had a low flow during testing. Biomed tried to calibrate the device but to no avail. Device was sent in for repair. There was no patient involvement.